Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Revision surgery was performed in 2009 to replace the tibial screw component. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Additional information was received on 11/10/09 reporting the identification of the tibial tray component.